Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: salil m, prasad gv, thilak j. Progressive loosening in metal-on-metal total hip arthroplasty after fifteen years of effective function: two case reports. J orthop case rep. 2025 aug;15(8):76-81. Doi: 10.13107/jocr.2025.v15.i08.5890. Pmid: 40786751; pmcid: pmc12328985. Objective/methods/study data: this study reports the case of a 64-year old male patient who underwent uncemented mom tha (corail stem with pinnacle cementless acetabular cup, metal head and metal liner - depuy synthes, warsaw, indiana) for avascular necrosis of the left hip leading to secondary osteoarthritis. 15 years following his index surgery, he returned with complaints of painful left hip and limping persisting for 3 months. Radiography revealed femoral stem loosening, prompting further investigation including metal artefact reduction sequences (mars) magnetic resonance imaging (MRI) to rule out pseudotumors, which came back negative, but revealed features of synovial fluid collections around the implant site and features suggestive of aseptic loosening of the hip implant. During the procedure, the authors encountered dark brown synovial fluid, indicating potential metallosis, and tissue deposition around the proximal femur and intramedullary canal, which were biopsied for analysis. Biopsy report revealed pigment deposition, pigment laden macrophages and areas of necrosis consistent with metallosis. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: corail stem with pinnacle cementless acetabular cup, metal head and metal liner - depuy synthes, warsaw, indiana). Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle and unk hip femoral construct corail (qty 1): n=1 64-year old male patient (15 years following his index surgery). - painful left hip and limping persisting for 3 months. - metallosis. Treatment: revision thr. Adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 1): n=1 64-year old male patient (15 years following his index surgery). - femoral stem loosening. - aseptic loosening of the hip implant. Treatment: revision thr. Adverse event(s) and provided interventions possibly associated with unk hip acetabular cup pinnacle (qty 1): n=1 64-year old male patient (15 years following his index surgery). - aseptic loosening of the hip implant. Treatment: revision thr.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.